Event description:
Patient with pilon fracture was treated with a temporary exfix on an unknown date. Patient returned to the or on (B)(6) 2012 for scheduled orif with plates and screws. During the procedure the surgeon was turning the screwdriver and first it broke into two pieces, then the two pieces shattered into fragments. The fragments fell into the patient wound. The surgeon flushed and suctioned the wound. The surgeon performed a second flush and suction. On (B)(6) 2013 it was reported the patient has an infection in the surgical site; there is no information on treatment provided. This is 7 of 16 reports for this complaint.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.